Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, product type: extension, product ID: neu_ unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had many revisions through the years with their dbs leads, replaced the ipg, replaced leads, replace extensions, and put one more ipg. This information was obtained from the hcp, but no further information was known.